Event description:
It was reported that the 9900 system had mixed up pt images in the image directory. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade will be installed during a follow up svc call. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.